Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient¿s vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2010 which changed the settings. All of the settings were corrected except for the off time, which remained at 60 minutes when it was previously 5 minutes. This was later corrected on (B)(6) 2010.